Manufacturer narrative:
Film evaluation summary: the exact cause of the aaa expansion could not be determined from the films provided. Review of pre-implant CT¿s revealed that the patient had a 52mm x 50mm max diameter x 6cm length infrarenal aaa. The proximal neck diameter measured 20 ¿ 21 mm, and significant neck calcification was observed especially along the lateral-right and posterior neck. The distal aortic neck was long, straight, and extensively calcified around its perimeter, ranging in diameter from 26 ¿ 28 ¿ 23 ¿ 21mm along the 6cm length. The flow lumen diameter within the calcified distal aorta reduced the diameter to 24 ¿ 25 ¿ 19 ¿ 16mm along the length. CT¿s returned from 2, 22 and 34 months post-implant revealed gradual aaa diameter expansion from 53mm to 63mm. Beginning at 2 months, near the level of the flow divider a slight amount of contrast was continuously observed along the posterior aortic wall from a possible type ii endoleak. At 22 months coils were seen having been implanted near the distal aortic bifurcation, likely for treatment of a type ii endoleak. A larger area of contrast from a likely type iii fabric endoleak was initially seen at 34 months. The endoleak was observed within the distal aaa sac near the posterior side of the left/contra limb, beginning near the level of the gate ring and coursing distally within the distal aorta. Approximately 10mm below the gate ring a notable area of calcification was seen which appeared to be in contact with the contra limb. Slight bilateral limb compression was seen within the distal aorta, during each follow-up, which measured to a minimum of ~10mm on the right limb and 10mm od on the left limb. Images during endoleak interrogation from an intervention revealed contrast outside the stent graft from a possible type iii fabric endoleak, which appeared to be originating from the left/contra limb near the location of the contralateral gate ring. Approximately 10mm below the gate ring the contra limb was found slightly kinked/compressed along the left side, possibly caused by limb compression within the distal aorta. Final angio after relining across the gate ring showed likely resolution of the endoleak. It appears likely that the type iii fabric endoleak contributed to the aaa expansion. The exact cause of the endoleak could not be determined. However, it is possible that external abrasion from the calcification seen in contact with the contra limb near the bottom of the sac, as well as along the length of the distal aorta, may have led to a hole in the fabric. It is possible that the type ii endoleak(s) also contributed to the aneurysm expansion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: etlw1613c156ee, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that during follow up scans a type ii endoleak and aneurysm growth was noted and so the lumbar arteries were coiled. When the patient returned for follow up an unknown type endoleak in addition to the type ii was noted. It was decided to perform a cta exam and it was concluded that a tear in one of the endurant limbs was present +/- 3cm in the distal part of the left sided contralateral limb. It was decided to place an endurant limb at the level of the tear, which resolved the type iii endoleak. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.